Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in right eye. The topical steroid dosage was increased and flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain in right eye and foreign body sensation. Patient reported symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.25 x -.25 x 8, left eye pre-op 20/20 -2.25 x -.75 x 178. This report is for the intralase laser. A separate report is being send for the excimer laser.

Manufacturer narrative:
Additional information: account reported that they determined the statum autoclave have failed its testing on the day of surgery (no exact date of surgery was provided). They also reviewed their cleaning technique and made improvements. They also heavily cleaned the surgery room and since then over 200 cases have been done without diffuse lamellar keratitis incident. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.